Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 23/jul/2018 information contained in this report was previously submitted through asr/psr on 23/apr/2018 a review of the device history record has been completed. No deviations or non-conformances noted. (B)(6). Device evaluation:visual analysis of the returned device identified: broken shell and others, red particles on the shell, underweight, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: a sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening. Missing shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.